Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with a 325cc mentor smooth round moderate profile saline breast prosthesis on the left side, suffered left breast deflation, post-procedure. The patient woke up and noticed the deflation. As a result, the patient underwent removal and replacement on (B)(6) 2020 with the following device: 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 9423841 sn: (B)(4).

Manufacturer narrative:
On july 24, 2020, the mentor failure analysis lab has received the device for evaluation. On august 11, 2020, the product investigation was completed. Device investigation summary: during a visual evaluation, an anomaly was observed in the posterior view on the device consistent with a crease/fold. A leak test was performed, according to mentor procedures, and a tear was observed within crease/ fold, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).